Event description:
The reporter states, the customer had back to back blood glucose test results of hi and 248 mg/dl. No controls were run. No action was taken and no treatment for incident. Return requested and replacement was sent.